Event description:
It was reported that during testing conducted at the user facility the saw was smoking. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The alleged smoking could not be duplicated during the device evaluation. However, a dark spot was found on the end turns, where the insulation had failed, which could have caused an emission of smoke.